Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after tightening the lead into the port of the implantable pulse generator (ipg) the wrench couldn't be removed from the grommet. The ipg remains in the use. No patient complications have been reported as a result of this event.